Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain 4 of 4 of peritoneal dialysis (pd) therapy on a homechoice device. It was determined that the patient¿s drain volume was 4396 ml, with a prescribed fill volume of 2700 ml. The baxter technical service representative arranged to swap the homechoice and discussed the use of continuous ambulatory peritoneal dialysis (capd) with the customer so the patient could continue with pd therapy until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed electrical testing, but failed the functional test for unrelated issue (addressed in related (B)(4)). Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.